Manufacturer narrative:
Medtronic received additional information from this patient's physician that this device was explanted and replaced due to an infection in the native valve with a persistent leak, and was not due to a product problem; the patient's native was subsequently explanted and replaced to repair the valve. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band in the mitral position, this device was explanted. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, the device was explanted and replaced due to an infection in the native valve with a persistent leak, not due to a product problem. Overall, this event is potentially attributed to the native valve being unrepairable as surgical valve replacement was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.